Event description:
It was reported that the cartridge encountered difficulty moving along the guide tracks of the pump. There was no adverse impact to the customer's blood glucose level. The customer, after following troubleshooting steps without success, decided to contact their healthcare provider and continued using their pump for insulin therapy, opting not to proceed with further assistance from technical support.